Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for an unknown number of colony forming units (cfus) of ochrobactrum intermedium and microbacterium paraoxydans. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the final investigation. The device was not evaluated as it was not returned. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: ¿ an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.